Event description:
It was reported that during normal device change out, review of stored records revealed multiple episodes of noise. All measurements were normal and no lead anomalies were detected on imaging. Lead was capped and replaced without complication.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.